Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) male patient receiving intrathecal hydromorphone 9.3mg/ml at 15.62mg/day and clonidine 10mcg/ml at 1.96mcg/ml via an implantable infusion pump. The indication for use of the device was for non-malignant pain, failed back surgery syndrome, and chronic lower back pain. The concomitant medications and patient history were not reported. It was reported that the patient was having high residuals and fluctuating dosing. The health care provider (hcp) performed a catheter study ((B)(6) 2015) where approximately 0.5ml of fluid could be aspirated from the catheter port, but no free flowing cerebrospinal fluid (csf) was noted. They injected 1.5ml of contrast through the port, where no contrast was noted in the spinal column. A collection of contrast was located in the subcutaneous tissue in the area of the spine incision/lower back. Catheter was primed and a pump refill was performed. It was noted that the patient may be referred for a possible revision of his catheter, but was unknown if was scheduled at this time. No further information was available at this time, and the issue was not resolved. The patient status at the time of this report was "alive- no injury." Additional information received from the manufacturing representative reported that no revision was scheduled and it was unknown whether it would be. If the revision was scheduled remained unknown at the time of this event. If additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative indicated a catheter hole was observed during dye study performed on (B)(6) 2015. The patient experienced less relief. The plan was to replace the catheter in 2016. History: (B)(4). Concomitant drugs: gabapentin, nuvigil.

Event description:
Additional information received from the manufacturer representative indicated empty pump alarms occurred on (B)(6) 2015, (B)(6) 2016. Due to the volume discrepancies, the patient decided to come in past their refill date to try and use the remaining medication. The pump usually had 5-6ml of medication at refills and the patient wanted to use it before being refilled. The patient was seen on (B)(6) 2016 and another empty pump alarm occurred due to the patient coming in later than scheduled. No further information was provided.